Event description:
It was reported there is no bottom display readout. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comments: the liquid crystal display (lcd) was out of specification. It was also noted that the upper and lower case halves were contaminated, both bail covers were broken and the lead flex cover was contaminated.